Manufacturer narrative:
Stenosis (mitral). Evaluation method: device not returned. Additional manufacture narrative: the device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device, edwards is unable to confirm the reported mitral stenosis, nor could a definitive root cause be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned a mitral pericardial valve was treated with transcatheter valve in valve due to mitral stenosis after an implant duration of 4.5 years. Procedure was reported as successful. There were no patient complications reported.